Event description:
The patient contacted animas on (B)(6) 2012, alleging that when the battery was changed that day, the pump failed to power on with the new battery in it. The patient reported trying several different new batteries from new packs, both alkaline and lithium, and the pump still did not power on. The patient denied the following: damage to the battery compartment or battery cap, exposure to moisture, visible cracks in the casing, and recent trauma. The patient stated that the battery cap tightens securely onto the pump and the yellow o-ring is not visible on the cap. During troubleshooting with customer technical support, the patient tried using a new battery cap on the pump and the pump still did not power on. There was no reported adverse event associated with this complaint. This complaint is being reported because the loss of power to the pump after a battery change remained unresolved at the conclusion of the call.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2013 follow-up #1: the device was returned to animas and evaluation was completed by product analysis on (B)(4) 2012 with the following findings: the pump powers on with vibratory and audible sounds. The black box shows an unconfirmed "replace battery" alarm on (B)(4) 2012 at 06:12. The battery voltage at the time of the alarm was low. The unconfirmed alarm completely discharged the battery; the pump began to continuously reboot. The returned battery cap has no damage. The battery compartment has a crack at the threads. The pump was exercised for 24 hours with returned battery cap with no power issues occurring. Removed the pump cover; no evidence of moisture or damage to the circuit board was observed. Unrelated to this complaint, the display has a pinkish contrast when replaced with a test display, the test screen is fully functional with normal contrast and no visible signs of fading or discoloration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.